Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent surgery due to scoliosis. Intra-op, there was one set screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. The product came in contact with the patient. No patient complications were reported.